Event description:
Customer reported that he had high blood glucose of over 540 mg/dl. Customer stated that he keeps bolusing, but the blood glucose keeps rising and he treated with a manual injection. Troubleshoot was performed and the insulin pump appears to be working as design. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.